Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt" messages, damaged case) has been confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The cause for the communication failure was isolated to cut wires in the monitor's electrode belt cable receptacle. The root cause for the cut wires could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had a damaged case and was causing "adjust belt" messages.